Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the dhs®/dcs® coupling screw (p/n 338.31 s/n (B)(4) was received at customer quality, and upon visual inspection, it was observed that a portion of the distal tip of the screw was broken off and missing. It is clearly sheared off and thus, the complaint condition is confirmed. Device failure/ defect identified? Yes. Dimensional inspection: an accurate dimensional inspection of the screw was not able to be performed because of the post manufacturing deformation. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformance were identified. Complaint confirmed? Yes. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part # 338.31. Synthes lot number: 5197493 . Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2006. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of the right femur, when attempting to connect lag screw with the coupling screw, the threaded tip that threads into the back of the lag screw broke off into the lag screw. Instrument from another set was opened and used. There were no fragments generated from a broken device. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown dhs/dcs lag screw (part#unknown, lot#unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).